Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the left ventricular lead outer sheath would not seem to lock appropriately, making the delivery of the lead impossible, and the lobes kept deploying with advancement of the lead. The lead was not used, and replaced. No patient complications have been reported as a result of this event.